Event description:
Per received complaint: complaint is on coil from trunk stock 2nd coil used in case. Cashmere bare platinum src140609-20 lot g-14901. Trouble loading and unable to get through microcather echelon 10 coil was never entered into body, never made it through microcather or exited microcather when withdrawn due to resistance, coil appeared to be stretched. Microcather was flushed and another micrusphere 10 bp 6mm was used with no problems. All other coils were used without incident and the result was good and the patient was fine post-op. The microcather and complaint coil are being sent together for analysis. Please note the physician does not use a running flush hooked up to microcather during procedure. The catheter is flushed time to time during exam. He has been told that the flush would help inner liner of catheter integrity but refuses to listen. Guidecatheter and fem. Sheath have running flush lines during exam microcath does not.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was trouble loading and getting the 6 mm x 9 cm cashmere 14 platinum microcoil through the echelon 10 microcatheter. The coil appeared to be stretched when it was withdrawn due to the resistance. The coil never entered into the body; it never made it through the microcatheter or exited the microcatheter. The microcatheter was flushed and another micrusphere 10 bp 6mm was used with no problems. Additional coils including deltapaq dfs100408-20 g14207, 4-deltapaq dfs100156-20 lots 3-g15965 and 1-g13011 and 10 axium coils were used without incident. The result was good and the patient was fine post procedure. The catheter is flushed time to time during exam. It has been recommended that a continuous flush would help the inner lining of the catheter integrity; a running flush hooked up to the microcatheter is not used during the procedures. Additionally the rear part of the resheathing tool broke off; no rough handling of the device was noted. The coil was returned severely damaged. The 9.0cm coil was returned severely damaged, entangled around the dpu/sheath, and was stretched over 50.0cm. The coil was unraveled out of the soldered section on the proximal end of the coil. This required excessive external force. Located off the ball tip, half of the first secondary loop off the ball tip was undamaged. The remainder of the coil was severely damaged/stretched. The evidence based on the analysis of the returned devices suggests that the most likely root cause of the coils resistance was due to detached debris inside the microcatheter. This debris most likely captured and anchored the coil which caused the coil to stretch over 50.0cm during retraction. The source of this detached debris cannot be determined as both the returned microcoil system and the microcatheter appear to have been cleaned prior to return. As reported a continuous flush is not used by the end user during the procedure. The instructions for use (IFU) recommends that to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. It further illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag through the microcatheter used for delivery of the coil. The returned echelon 10 microcatheter used in the procedure passed both inspection and functionality testing. The resheathing tool was returned severed into two separate pieces. The fracture is ductile in nature requiring excessive external force. No material defects were found on the severed ends. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and the analysis of the returned devices it appears that the procedural factors including an inadequate flush through the microcatheter contributed to the resistance advancing through the microcatheter resulting in the stretched condition of the coil. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.